Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited high capture threshold. It was also noted that the ra lead sensing decreased which resulted in under-sensing. An x-ray revealed that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.